Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina, as listed in the absorb bioresorbable vascular scaffold (bvs) system, instructions for use (IFU), is a known patient effect associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported patient effect, and the relationship to the product, if any.

Event description:
It was reported that on (B)(6) 2014 the 3.5x28 absorb scaffold was implanted in the mid right coronary artery. The patient had unexplained chest pain on (B)(6) 2016. The patient was hospitalized for eight days and treated with medication. The condition resolved. The electrocardiogram and cardiac biomarkers did not indicate ischemia. No additional information was provided.